Event description:
It was reported that during the procedure, during the section and stapling of the stomach, the echelon clamp got stuck on the stomach. The surgeon managed to unblock the device. The first staples of the reload had come out even though stapling had not been carried out. Use of another reload from the same lot with a new echelon clamp. It happened again. Change of the lot number of the reload, everything went well with the new lot. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023 d4: batch # unk the device did not stapled at all and remained stuck the surgeon was able to unlock it with the safety maneuver no effect for the patient. Do you mean staples come out but were not fully formed (b-shape closing)? Or the device did not staple at all? Did the device cut the tissue? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. Additional information was requested and the following was obtained: did the device cut the tissue? No. The stapling was blocked on the first stroke and was incomplete.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. Additional information was requested and the following was obtained: did the device cut the tissue? No. The stapling was blocked on the first stroke and was incomplete. The issue occurred with two reloads and two clamps.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # 903a14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a device was returned with no apparent damage and with four gst60g sterile reloads present. The reloads were received unfired. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 903a14, and no non-conformances were identified.